Event description:
It is reported that the surgeon was impacting the liner into the shell and a piece of the impactor broke off. The surgeon was able to finish impaction with the device. All pieces were recovered.

Manufacturer narrative:
Eval summary: fracture of the dome impactor connection can occur for a variety of reasons, some of which are: secondary damage from handling leading to a stress concentration is this region, repetitive autoclave cycles leading to a reduction in material strength, aggressive cleaning agents not approved for this device (b+) leading to a material strength degradation, thermal cycling / autoclave cycling leading to pre-cracks in the rim radius region, machining lines leading to increased stress concentrations and pre-cracks, sharp edge present within the connection geometry leading to increased stress in the root, excessive impact forces used on the device. An exact cause cannot be determined with the info provided. Device history records indicate all components were manufactured and inspected to specification. As returned, the dome surface shows impaction marks that are consistent with having been used successfully in the field. The impactor was manufactured in (B)(4) of 2010, making it nearly 2 years old. It is unk how many times the impactor has been used within this time frame.